Event description:
It was reported that the device had tripped the elective replacement indicator due to early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. (B)(4) performance data collected from the device was analyzed and revealed high battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance was logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.